Event description:
It was reported that the device exhibited a ¿no disposable clamp tubing¿ alarm. Per reported the user powered it off. The device settings were reviewed: res vol 16.9 ml, cont rate 2 ml/hr, vol given 83 ml. Troubleshooting was performed but the alarm persisted. No adverse patient effects were reported by the customer.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
B3 - date of event and h6. Codes: updated. Product not returned; no evidence provided for review. Based on the review of information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.